Event description:
A report received from italy indicated that a physician noted during use that the hub of a cypher stent delivery system was broken and defective during a percutaneous coronary intervention. According to the report, the problem was noticed when the inflation device was being screwed on the cypher stent delivery system.

Manufacturer narrative:
This product is not distributed in the united states, but it is similar to a product distributed in the united states. This product is available for evaluation but has not yet been received. Additional information will be submitted within thirty days upon receipt.